Manufacturer narrative:
The returned cable was evaluated. During analysis the cable was found to be functioning as designed. The cable failed visual analysis due to sliding neck tape at the sensor end, causing exposed wire jackets and inner shield. The confirmed issue was attributed to an adhesive failure. Corrected data: report source updated from "foreign, literature, and user facility" to "foreign and user facility."

Manufacturer narrative:
The returned cable was evaluated. During analysis the cable was found to be functioning as designed. The cable failed visual analysis due to sliding neck tape at the sensor end, causing exposed wire jackets and inner shield. The confirmed issue was attributed to an adhesive failure. The returned sensor was evaluated. During analysis the sensor was found to be functioning as designed. The sensor failed visual analysis due to sliding neck tape at the sensor end, causing exposed wire jackets and inner shield. The confirmed issue was attributed to an adhesive failure.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the sensor suddenly was unable to obtain readings, and the sensor repeats pulse search. No consequences or impact to patient were reported.